Event description:
It was reported that during a lead replacement procedure, the replacement lead exhibited consistently high impedances, as well as no capture. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.